Event description:
It was reported that there was a burn mark on the outside of the cassette door of a homechoice (hc) machine after use. The home patient (hp) was not connected to the hc when the burn was noticed. The hp did not notice smoke or fire during therapy. The technical service representative (tsr) arranged to swap the hc. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection of the device found the door cover to be damaged. Functional tests were performed and the issue was confirmed. The door cover was replaced to address the issue. The cause of the reported issue could not be determined. The device was fully tested and calibrated. Should additional relevant information become available, a supplemental report will be submitted.